Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and passed. The receiver failed, to charge and reboot, due to "call tech support error" displayed on screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint of error icon displayed was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an error icon. No additional patient or event information is available. No product or data was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.